Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The father reported via phone call that they were unable to upload the insulin pump. The father also reported the customer received a failed self-test alarm on the insulin pump. The father stated the alarm was recurring on the insulin pump. Troubleshooting found the correct bolus amount was recorded in the bolus history. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test and was unable to download to carelink due to faulty connector on remote frequency board. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case on the display window corner.